Event description:
Customer reported having some issues with being able to read the insulin pump information. Customer also stated that there is a scratch on the bottom half of the insulin pump's screen and he is not able to read it correctly. The blood glucose reading was 103 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a severely scratched display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.